Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. (B)(4). Power on reset (por) severity is low so the device should be able to fully recover after reset. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2012. (B)(4).